Manufacturer narrative:
Date of birth: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported right side "capsular contracture baker grade IV", "device dislocation", "ebv positive diffuse large b-cell lymphoma" which was determined to be not device-related. Device was explanted.

Manufacturer narrative:
Explanting institution: (B)(6) address: (b)(6 phone: (B)(6).

Event description:
Patient representative reported right side "capsular contracture baker grade IV", "device dislocation", "ebv positive diffuse large b-cell lymphoma" which was determined to be not device-related. Device was explanted.